Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter read inaccurately. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available to provide follow up when attempted by medical surveillance (ms). The patient claimed that the meter began to read inaccurately ¿six days prior¿ to contacting lifescan but did not provide details on what they felt the meter was inaccurate in comparison to, or provide any results obtained. The patient manages her diabetes by self-adjusting her insulin doses and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that ¿six days prior¿ to contacting lifescan, after the alleged inaccuracy, she developed ¿low blood sugar¿ however did not specify any symptoms. The patient claimed that she received treatment from ¿paramedics¿ however did not specify what treatment was received. During troubleshooting the cca noted that the patient was unable to confirm if the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient received medical intervention from a healthcare professional for a blood glucose excursion, after the alleged meter issue occurred.